Manufacturer narrative:
The leaking transfer set was noted on (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis due to a leak in their peritoneal dialysis (pd) transfer set. It was reported that a nurse was observing the patient perform a capd exchange and noticed the patient's transfer set was leaking at the twist clamp during the drain phase. Subsequently, the nurse stopped the therapy and changed the patient's transfer set to a new one. On unreported date(s), the patient experienced peritonitis and began treatment for the event with an unspecified antibiotic treatment (dose, frequency and route was not reported). At the time of this report, the unspecified antibiotic treatment was ongoing. No further information was provided regarding whether the patient was hospitalized for the peritonitis, regarding the outcome of the event or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient experienced peritonitis on (B)(6) 2016, prior to the leak on (B)(6) 2016. On unreported dates, the patient was hospitalized for the peritonitis and the patient was recovered from the event. As the peritonitis occurred prior to the leak, the cause of the peritonitis is unknown. The device was received for evaluation. A batch review was not conducted as the lot number was unknown. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed functional testing which included leak testing, clear passage test, and clamp function test. The reported leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.